Event description:
A report was received that the patient¿s ipg migrated and she was experiencing difficulty charging the ipg. The patient had non-device related weight changes. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s ipg migrated and she was experiencing difficulty charging the ipg. The patient had non-device related weight changes. The patient will undergo an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging due to ipg migration was confirmed. Charge profile revealed the charge current typically was low after the migration took place. This low charge current was due to poor coupling/alignment of the charger to the ipg. When properly coupled in the cis lab battery profile revealed a maximum depletion rate per day which was within the expected range. The device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient¿s ipg migrated and she was experiencing difficulty charging the ipg. The patient had non-device related weight changes. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure, and no malfunction was suspected. Ipg migration was confirmed through fluoroscopy, and the physician believed that the non-device related weight loss was not the cause of ipg migration.